Event description:
The customer reported to olympus, that there was a brown thread-like foreign matter, about 1 cm long mixed in the unopened package of the instaclear sheath, olympus 70 degree scope, btm cable lens cleaner. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The DHR for this product has been reviewed. The record indicates that the product was manufactured and tested in accordance with all applicable procedures, and met all final product release criteria. No abnormalities were found. The root cause has been determined to be the white netting that encapsulates the lens cleaner that has small debris trapped in the openings that are dislodged when the product packaging is moved around during packaging and or transportation. The white netting comes to the facility on a wooden spool and this wood, wood splinters, can become intertwined in the netting, resulting in the wood splinters and attached microscopic material to be able to be packaged and sterilized with the device. As this device was inspected per DHR review, evaluation of the device passed all inspections, it is unlikely the device left the facility damaged. Therefore, the reported failure is a result of wood splinters in the netting that transferred in the seal pouch of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information inadvertently missed within the initial medwatch report for d4 and h6. Olympus will continue to monitor field performance for this device.